Manufacturer narrative:
No analysis has been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system reprocessing long films and not lining up the images evenly. There was no reported harm to the patent present and there was no delay. Additional information noted that the issue was user error overall, the site was poorly trained and did not know what proper 2dlf would look like. The representative trained the staff properly, and the issue resolved on call.